Event description:
When placing the lead, the helix went in but would not retract, lead removed, no harm to patient. Procedural notes: ....dilator and introducer were advanced over the existing wire and the wire was retained. Through this introducer, an active fixation bipolar ventricular pacing electrode was inserted. It was guided out the right ventricular outflow tract and then seated in the floor of the apex of the right ventricle. Pacing parameters were satisfactory. However, the lead dislodged and in attempting to reposition this lead, we found that the active fixation device did not appear to deploy reliably. Indeed, as we continue to work with this lead, we found that we were no longer able to pass a stylet down the central lumen of the lead and accordingly the lead was removed and returned to the manufacturer for analysis. We used the retained guidewire to advance a dilator and introducer prior to rejecting this old lead and we introduced a bipolar atrial pacing electrode. It was guided into the region of the right atrial appendage where it was actively secured. Pacing parameters were acceptable, (capture threshold 2.5 mv_____; impedance _421 ohms____; p waves 1.5 millivolts). This lead position remained stable. We re-cannulated the left subclavian vein through existing wound, having abandoned our venous access prior to removing and discarding the old right ventricular lead. We were once again able to cannulate the right subclavian vein without difficulty and now advanced another dilator and introducer over a guidewire and reinserted the right ventricular pacing electrode. We guided it into the floor of the apex of the right ventricle after withdrawing it from the outflow tract of the right ventricle to ensure positioning within the right ventricular cavity. Pacing parameters were also satisfactory. For this lead with r waves of 5.7 millivolts, capture threshold 0.7 volts with satisfactory impedance. There were no complications.